Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.